Event description:
It was reported that the doctor wanted to move the existing implantable pulse generator (ipg) from right hand side back to abdomen. Ultimately, the ipg was explanted due to infection.

Manufacturer narrative:
(B)(4).